Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg pocket site. As result, patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced. Reportedly, pus was also noticed at the pocket site during the explant. The issue was resolved.